Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade IV. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent a primary breast augmentation with 325cc smooth mentor memorygel breast implants experienced bilateral breast asymmetry and right-sided grade IV capsular contracture and right-sided implant rupture post-operatively. Rupture was discovered when the patient underwent explantation without replacement on (B)(6) 2020. This medwatch report is for the right-sided implant.